Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted the same day as it was implanted due to non-conversion of ventricular fibrillation. Extensive attempts were performed unsuccessfully and external rescue was required. The patient was implanted with a transvenous system the following day. No additional adverse patient effects were reported.

Event description:
It was reported that, during implant testing, a maximum energy shock did not convert the induced arrhythmia. Four external shocks were required to convert the arrhythmia. The system was removed and replaced with a transvenous system the next day. There were no adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.